Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and radiculopathy. The patient stated that they charge their ins every night but they cannot get the battery level to get to the end. Patient services reviewed efficiency boxes verses ins battery level icons information. They also reviewed charge sufficient and charge complete screens and charging expectations with the patient. The patient stated that they have never seen the charge sufficient or charge complete screens. The patient confirmed that they get all of the coupling boxes filed in. They reposition their antenna until they are filled in and use the belt while charging. Patient services recommended that the patient try longer charging sessions to see if they can reach the charge sufficient/complete screens. If the issue does not resolve then the patient should call back to continue troubleshooting. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient wasn't leaving it on long enough. The patient left it on longer. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.